Manufacturer narrative:
As indicated by the reporter, they were unable to obtain the serial number of the unit of dbx putty referenced in this report after three attempts to the surgeon. As determined by mtf's complaints management, no further attempts will be made on the part of mtf. Therefore, this report serves as both the initial and follow up. Due to the lack of confirmed donor and graft serial number information, a review of the suitability and processing batch records could not be performed. All available information was reviewed by mtf's medical director who indicated the following," this is a report of surgical non-union in a patient said to have poor wound healing and vascular insufficiency. Unfortunately, non-union is a fairly common surgical problem. Although sufficient detail is lacking (serial number, etc) to allow for a full investigation, there have been no problems with production of dbx produced at this time. Thus, I see no reasonable evidence to implicate the dbx in causation of this patient's problem". Should mtf receive any additional information regarding this report, it shall be forwarded to the FDA. No further investigation can be performed. This event is considered closed.

Event description:
An ankle fusion surgery using 10ccs of dex putty ((B)(4)) was performed (date of initial surgery is unknown, however it was reported that it took place 9 months prior to revision procedure). Approximately 9 months after the initial surgery, the non synthes implants failed and a revision surgery was performed. It was at this time the surgeon realized the issue with the dbx putty, no bone formed where the putty was implanted. According to the report, "the doctor felt that this patient was compromised in terms of healing and perhaps the blood supply was not sufficient but could not definitively say why healing has not occurred." Graft was removed and discarded (date provided was (B)(6) 2015.